Manufacturer narrative:
A steris service technician inspected the vividimage surgical monitor and was able to duplicate the reported event. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure vertical lines were present on their vividimage surgical monitor. The patient procedure was completed successfully following a short delay. No report of injury.